Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded an atrial fibrillation episode that displayed the timeframe as greater than zero hours. Additionally, the markers appeared to be misaligned during the episode. Boston scientific technical services (ts) reviewed a copy of stored device memory and noted that the temporary condition was a result of an attempted remote interrogation at the same time as the atrial fibrillation episode, which, resulted in the misaligned markers. The device corrected the condition and appropriate function was noted. No adverse patient effects were reported. This product remains implanted and in service.